Event description:
Caller reported that insulin gauge displayed a different amount than expected and was experiencing a fill estimate issue, with the pump showing an unchanging fill estimate of 50 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this could happen due to a large variance in measured pressures used to calculate the remaining insulin, and once the insulin amount equaled the displayed number, the fill estimate would resume normal operation. Caller understood and acknowledged this explanation.